Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased rv lead impedance and decreased sensing were observed. The lead was capped and replaced. The patient was stable before and after procedure.